Event description:
It was reported that on: (B)(6) 2011: the patient presented with degenerative disk disease at l4-l5 and l5-s1. The patient underwent the following procedures: anterior lumbar interbody fusion, l4-l5 and l5-s1. Anterior discectomy of l4-l5 and l5-s1. Bony arthrodesis of the endplates of l4-l5 and l5-s1. Application of inter-body device at l4-l5 and l5-s1. Fixation of the interbody devices from l4-l5 and l5-s1. Utilization of autograft. Utilization of fluoroscopy. As per-op notes, "the plo was released off the endplate of l5 and l4. Sequential trailing was performed. All the disk material was sent off as specimen. The area was distracted until a 38 * 28 * 14 mm implant could be placed inside of there. This was packed with bmp and bone autograft. Bone arthrodesis was performed at the endplates using a high-speed bur until there was bleeding control of bone present. Annulotomy was performed in the l5-s1 region. The plo was released off the l5-s1 endplates. Bone wrap was packed with peek graft. The area was trialed so that 12 degree lumbar lordotic implant could be placed. The peek implant was packed with bmp and autograft and placed inside the implant under fluoroscopic guidance." No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5, l5-s1 with a peek cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.